Manufacturer narrative:
(B)(4). Batch # 982a62. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. No functional test was performed as the device would not close. Upon disassembling, the pin clamp release was not properly installed and it was resting against the release button wall, not allowing the device to close and causing damage to the clamp release. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 982a62, and no non-conformances were identified.

Event description:
It was reported that the stapler worked fine in 9 firings but then it would not close or stay closed anymore. The procedure was completed with a new stapler and no consequence to the patient.